Event description:
It was reported that three zekrya burs separated during an extraction procedure. As a result of the third separation, the pt received a laceration in the pharyngeal region, requiring laser therapy and sutures to treat.

Manufacturer narrative:
Events meeting the definition of a serious injury are required to be reported. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.